Event description:
This is the third of three reports (same facility, 2 have same product ID (and same lot number), different patients). Linked to mfg reports: 9612007-2016-00030 and 9612007-2016-00031. On (B)(6) 2016, the ip1p licox probe was not working. When taking the probe out of the brain, the fibber broke and part of the fibber was still in the parenchyma of the patient. The pharmacist of the hospital is awaiting additional information from the surgeon and will provide this as soon as it is available. No patient outcome was provided.

Manufacturer narrative:
The cc1p1 licox probe sn (B)(4) was received with its extension tube, connected to ip1 introducer. Its smart card was received. The probe features a kink at its tip. Visual inspection under magnification shows no breakage, the cc1p1 probe is complete (no missing part); the ip1 introducer is complete (no missing part). Screwing is correct. The probe was tested for po2 measures and found within specifications. The complaint is not verified on the received product. The probe is functional and complete, the introducer is complete, no breakage occurred with the received probe nor with the received introducer. This device was manufactured by integra gms in (B)(4) (facility now closed) and products manufacturing has now been transferred to integra neurosciences implants in france. The device history records review of ip1p lot 290316 did not reveal any anomaly. No similar complaint was received for a product from this batch. The involved product ip1p is a kit containing the cc1p1 licox probe and one introducer ip1. Upon review of integra¿s complaint system from (B)(6) 2013 to (B)(6) 2016, no similar complaint was received for any cc1p1 nor any kit containing cc1p1. Over 10, 470 cc1p1 have been sold from (B)(6) 2013 to (B)(6) 2016. No trend is observed. The complaint is not verified on the received product: the probe is functional and complete, the introducer is complete, no breakage occurred with the received probe nor with the received introducer. No additional information was obtained from the hospital to understand the reported event. Given the investigation results and the absence of similar complaint, no further investigation nor corrective action is deemed required.